Manufacturer narrative:
Additional information: d9 h3, h6 h3. Device evaluation summary: product analysis #816225460: as per service report, during inspection it was observed that the distal end was damaged, had dents and the endoscope shows the signs of usage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare professional (hcp) via a manufacturer representative regarding a patient having endoscopic lumbar discectomy. It was reported that when the operation was started, a black shadow was displayed on the monitor. The scope was wiped between the camera head with the cotton swab, but it did not change and there was something like a piece of debris inside the scope when it was checked after the operation. There were no patient symptoms reported. There were no further complications reported regarding the event.